Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient called back and reported they were going to their managing health care provider (hcp) on (B)(6) 2023, to work with a nurse to set up their MRI mode on their new programmer but they were concerned because they thought they might have sent back their new user ID with the old handset and they were worried about having everything they needed for their MRI. Patient services reviewed MRI considerations and device registration information with the patient and took the patient's user ID card number and was able to confirm with healthcare it that it was the sn for their old j3: (B)(6). Patient services helped the patient locate their new user ID in their a10e through the hub app. The patient is going to work with the nurse to set up their MRI mode at their apt on (B)(6) 2023. In the letter, the cause of the issue was unknown. It was reported that the percentage continued to decline to 0%. Screen was totally black. The steps taken to resolve the issue included the handset was exchanged. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). It was reported that  they had received their replacement handset and inquired if they could call at a later time to get it set up. The agent reviewed caller can call back at their convenience. The caller said "mine has been shut down for a few days" they stated they have been so comfortable and haven't had any problems with urination. The caller confirmed they are getting a 50% reduction in symptoms. They said they are wondering if they have reached a "plateau" and if they even need "this" anymore. Caller confirmed that the ins has not been turned off which they are aware of. They made a comment that ins is "not functioning either". Caller said it has been only maybe 5 times during the day and maybe 3 at night and mentioned that prior to that "before the other one stopped functioning they were up several times during the night and sometimes as little as 15-20 minutes between urination".